Event description:
Event description guidant received information that the shock lead impedance has been increasing since implant. The implantable cardioverter defibrillator (ICD) has not delivered any shocks so measurements are from the shock lead integrity tests only.